Manufacturer narrative:
A follow-up report will be submitted with investigation results, should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) ,the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during a site visit, by bd representatives, an infusion of etoposide on low sorbing tubing with a filter infusing at 539ml/hr. In a 500ml fresenius kabi ns bag was observed. The nurse added on 20ml at the end of the infusion, due to medication still left in the bag. However, it emptied before the vtbi completed at around 7ml then a flush was started. So the infusion took a few extra minutes to complete. There was no concurrent flow. There was patient involvement, but no harm. It was reported that no further information available and no products available for investigation.

Event description:
It was reported that during a site visit by bd representatives, an infusion of etoposide on low sorbing tubing with a filter infusing at 539ml/hr. In a 500ml fresenius kabi ns bag was observed. The nurse added on 20ml at the end of the infusion, due to medication still left in the bag. However it emptied before the vtbi completed, at around 7ml, and then a flush was started. So the infusion took a few extra minutes to complete. There was no concurrent flow. There was patient involvement but no harm. It was reported that no further information available and no products available for investigation.